Manufacturer narrative:
The probe was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned probe had severe impact marks on the back end of the instrument causing fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the lumbar probe was defective. No other information was provided. There was no patient present when this issue was identified.